Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after correcting a prior low, with blood glucose reaching 398 mg/dl and remaining elevated for approximately two to three hours while using the ilet with a steel 6 mm contact/detach infusion set; troubleshooting included replacing the infusion site, performing fill tubing and fill cannula, and monitoring trends, after which glucose decreased to 305 mg/dl and continued trending down. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included guided troubleshooting and user education regarding infusion site replacement and confirming insulin delivery. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, and no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.